Manufacturer narrative:
(B)(4). An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hemodialysis catheter. The customer stated: the catheter was found with a hole during the first use of the catheter on the dialysis of pt. One of our nurse noticed blood leaking near the blue adapter of the catheter. The dialysis was immediately terminated. The catheter needed to be removed and replaced.